Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). An absolute pro stent implant was placed in the proximal lesion successfully. A 2nd absolute pro was advanced for treatment of the distal lesion in the sfa; however, the delivery system of the 2nd absolute became stuck on the implanted absolute stent; however, able to be removed from the patient without any resistance being felt. As a result, the first absolute pro stent implant began to "accordion" (displace) itself. There was no resistance felt during retraction of the sds from the patient. Another absolute pro was deployed inside the stent opening the proximal accordioned stent successfully. The same absolute pro stent that had become caught on the deployed stent was implanted in the distal lesion to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.